Event description:
It was reported air was aspirated from the introducer after the dilator was removed. There were no consequences to the patient.

Manufacturer narrative:
Device evaluated by manufacturer - one 8.5f agilis introducer and one dilator were received for evaluation. The introducer was tested for leaks using pressure and submerging the introducer in water; a leak was detected at the valve. Additional testing revealed the cause of the leak was a tear in the top half of the two part seal. Review of the device history record was not possible as the lot number is unknown. The root cause classification is consistent with operational context as device performance was limited due to procedural factors.